Event description:
It was reported that while placing the bravo ph monitor, the capsule did not attach to the patient's esophagus. Once the physician tried to deploy the capsule, he noticed the capsule was in the patient's mouth. After x-rays of the stomach and lungs, the physician found that the capsule had been aspirated into the left main stem bronchi in the left lung. A mdt rep spoke with the physician who admitted to using two hands for the deployment procedure, and was not aware of the 1/8 turn recommendation. The physician also admitted to not reading the recent field action information, nor viewing the dvd demonstrating these recommendations. Further information is being requested from the physician.